Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor break. Customer advised they believe the sensor may have broken inside their body. Customer advised there was no cannula connected to the body of the sensor. Customer was advised to follow up with their healthcare provider and have an x ray performed to locate the sensor cannula in the body.